Event description:
A positive advia centaur cp troponin ultra result was reported to the physician. The physician questioned the result and a second sample was drawn. Upon re-test the troponin ultra result was negative as was the rerun of the original sample. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument indicates that the instrument was performing within specifications and the cause for the positive troponin ultra sample is unk. No further evaluation of the device is required. No further evaluation of the device is required.